Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for spine/back (non -malignant). The healthcare provider (hcp) could not "get in it" at the last pump refill ((B)(6) 2015). The patient was working with their hcp regarding the issue. The managing hcp was fine, but the patient wanted to get a second opinion. There were no reported symptoms. There was no intervention reported. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, event details, troubleshooting performed, actions/interventions required, if the cause of the event was determined, and if the issue resolved. If additional information is received, a follow-up report will be submitted.